Event description:
Caller reported blood glucose results of 567 mg/dl on sensor system, 160 mg/dl on performa system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Manufacturer narrative:
Device was not available to be returned.